Event description:
Ous MDR. Low impedances and noise observed on both rv pacing and conductor coils. The patient was admitted to the hospital for monitoring. There was no underlying rhythm and this lead was replaced. Its not clear if this lead was capped or explanted.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the provided data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The pacing impedance trend curve from july 2017 to july 2018 showed a stable progression around 450 ohms with two intermittent decreases to less than 200 ohms in (B)(6) and (B)(6) 2018. Furthermore the provided iegm demonstrated noise on the right ventricular channel leading to oversensing. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead would be necessary for a root cause investigation. Should additional information or the device itself become available for analysis, the investigation will be updated.